Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) via ambulance after the onset of a severe headache. The patient experienced nausea and vomiting and became unresponsive. Upon arrival in the ER, the patient was obtunded and unresponsive. Head computerized tomography (CT) showed a large parenchymal acute hemorrhage with decompression. It was noted that the patient's international normalized ratio (inr) was therapeutic, blood pressure was under control and the patient had been doing well until this event occurred. The patient received vitamin k. Neurosurgery was consulted but the patient was not felt to be a candidate for intervention. The patient¿s prognosis was poor. The patient¿s family elected to withdraw care and the patient died. Cause of death was hemorrhagic cerebral vascular accident (hcva). No autopsy was performed. The principal investigator indicated the death was related to the ventricular assist device (vad) system. The patient was a participant in the (B)(6) clinical trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient required intubation for airway protection due to respiratory failure upon arrival to the ER.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.